Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. The specific product code for the minicap transfer set is unknown. The brand name, manufacture and 510k; however have been provided in this MDR. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer in (B)(6) of a patient who did not clean the exchange area before starting pd and peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient did not clean the exchange area before starting pd. On an unreported date in (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for that event. Treatment was not reported. On an unreported date in (B)(6) 2011, the patient had recovered from the peritonitis and the outcome for not cleaning the exchange area was not reported. On (B)(6) 2011, the patient was discharged. Dianeal therapy was ongoing. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h10k05047, h11f22040 and h11g12049 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.